Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation and two retention samples were evaluated. Visual inspection was performed on the provided photograph; however, it was not possible to confirm the reported condition. Visual inspection was performed on two retention samples and no issues were noted. An underwater leak test and air passage test was performed on both retention samples and no issues were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and noted that the tube was incorrectly assembled to the chamber (the tube was not inserted over the chamber pip). The reported condition was verified. The cause of the reported condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from an unspecified location. The issue occurred during an unknown process step; however, a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.